Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 4 1/2 months of support, the hospital made a decision to exchange the patient's lvad due to possible thrombus in the pump. No alarm conditions were reported to the manufacturer. The lvad was successfully exchanged and the patient remains ongoing without any further issue reported.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.